Manufacturer narrative:
A visual assessment was performed after disinfection. A kink/elevator mark was noted. As received, the working channel sleeve did not protrude from the distal cap. However, maximum working channel sleeve protrusion was noted when the large knob was articulated counterclockwise. A functional assessment was performed. The reported complaint incident of ¿loss of visualization¿ was not confirmed because, upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the live image. The device was fully articulated in all directions; no issues were identified with the image. A guidewire was back-loaded through the distal end of the scope; no issues were identified with the image. A spybite was passed though the working channel; no issues were identified with the image. The handle was opened and was found within specification. The distal tip was cut. The distal cap was removed. The working channel sleeve protruded from the pebax. The catheter was cut open using the cutting fixture. After cutting the catheter open, the working channel sleeve protruded from the pebax. The working channel sleeve was removed. Witness marks were noted on the pebax, as seen by the white area along bond a and the braid imprint throughout the pebax region. The investigation concluded that the complaint could not be confirmed since, following a detailed device analysis, the condition of the returned unit was not consistent with the reported complaint incident of ¿loss of visualization.¿ the device was analyzed as ¿working channel sleeve protruding from spyscope ds.¿ based on the investigation and the receipt condition/functionality, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, after a few minutes, the image disappeared. The screen went black first, and then grey dots appeared on the screen. Reportedly, there was no visible damage noted with the spyscope ds. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation finding: working channel sleeve protruding.